Event description:
In this event it is reported that a x-smart w/contra angle eur won't hold files. No injury occurred.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Inspection of device found. As per service engineer- h1004c5210150 - cartridge x s-problem. H1004c5210500 - head cap -problem. H1004c5470220 - neck-x- problem. Under warranty invoice no. (B)(4) dated 17-11-2022. Investigation result -cartridge lock damaged, head cap weak, neck rotation having problem - replaced.